Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional requested review of data transmitted by this cardiac resynchronization therapy defibrillator (crt-d) system with a right ventricular (rv) lead. Technical services (ts) reviewed the presenting electrogram per request. Ts noted the patient had a left ventricular assist device (lvad) implanted a couple weeks ago. Ts advised on the presenting electrogram there is baseline noise, but it is not oversensed. Rv pacing impedance measurements had dropped but remain in range at this time. Ts also noted there had been a slight increase in rv thresholds. Ts also found an alert for intrinsic right ventricular amplitude out of range. Ts noted this crt-d system appears to be functioning normally despite observed noise. Additional information from the field representative confirmed the observed noise was from the lvad. No other actions were taken at this time. Additional information provided following the placement of the lvad last year there was an observed a rise in rv shock impedance measurements. High out of range rv shock impedance measurements were exhibited. Additionally, rv pacing impedance measurements had recovered and also rose but with were still within normal limits. Ts suggested this rise in both the rv shock and rv pacing impedance measurements indicates a physiologic change. This crt-d remains in service. No adverse patient effects were reported.